Manufacturer narrative:
Internal complaint reference: (B)(4). Paper: suspension with relmse system in the treatment of obstructive sleep apnea-hypopnea syndrome doi:10. 3760/cma.j.issn.1673-0860.2010.02.003.

Event description:
It was reported that on literature review suspension with relmse system in the treatment of obstructive sleep apnea-hypopnea syndrome, 1 patient had marginal osteomyelitis of the mandible 3 months after a repose suspension procedure where a reflex 55 coblation wand was used, 1 other patient had a hematoma in the mandible 5 days after a hyoid suspension procedure where a reflex 55 coblation wand was used. The patient with the osteomyelitis was treated with ornidazole 100ml intravenously twice daily for 5 consecutive days, and the other patient with the hematoma required a revision surgery to incise and drain the original incision which lead to the patient healing after 1 week of compression bandaging. No further information is available.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, device labeling/IFU, risk management and CAPA, nc, pra/hhe review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Without patient specific clinical information we are unable to establish an association between the s&n device and the reported osteomyelitis. The root cause of the osteomyelitis cannot be confirmed. Based on the information provided, the patient was treated with ornidazole 100 ml intravenously twice a day for 5 days. Consequently, we are unable to confirm the reported hematoma based on the provided images, nor can a causal relationship between the s&n devices be determined. Since it was reported the patient underwent a revision surgery to incise and drain the original incision which led to the patient healing after 1 week of compression bandaging. The patient¿s status post revision has not been provided. No further clinical/assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.